Event description:
It was reported that the patient experienced a low blood glucose during a call while discussing prior lows; the agent confirmed the glucose was trending upward after the patient consumed approximately three sips of juice, with a lowest cgm reading of 70 mg/dl on dexcom g7, and the pump reportedly had delivered minimal insulin in the preceding hours though the reason for the low remained unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, the device problem and component were undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.